Event description:
During the coil embolization procedure of the vertebral artery ruptured aneurysm, the presidio microcoil ((B)(4)) could not detach using an unspecified cable. It was noted that the green system ready light did not illuminate at the time the detachment was attempted. Type of the detachment control box and cable used with the product were not provided. However, when the presidio was replaced for a new product ((B)(4), lot unknown), the coil detached without any problem. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if both the detachment control box and the cable were replaced or not. It is also unknown how many coils were placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the excelsior sl10 microcatheter (stryker, type unknown). It is unknown if the microcatheter was re-shaped or not. Pre-deployment electrical check was performed and no issues noted. The vessel was not calcified and moderately tortuous. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
During the coil embolization procedure of the vertebral artery ruptured aneurysm, the presidio microcoil (B)(4) could not detach using an unspecified cable. It was noted that the green system ready light did not illuminate at the time the detachment was attempted. Type of the detachment control box and cable used with the product were not provided. However, when the presidio was replaced for a new product ((B)(4), lot unknown), the coil detached without any problem. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if both the detachment control box and the cable were replaced or not. It is also unknown how many coils were placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the excelsior sl10 microcatheter (stryker, type unknown). It is unknown if the microcatheter was re-shaped or not. Pre-deployment electrical check was performed and no issues noted. The vessel was not calcified and moderately tortuous. The complaint product is going to be returned for evaluation. No additional information was available. The detachment fiber did not receive heat and melt. The coil's socket ring was pushed down inside the outer sheath and against the distal end of the resistive heating coil section. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the root cause of passing the pre-deployment electrical test and the coils failure to detach inside the aneurysm was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and when the solder joint connection was damaged cannot be determined. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported failure of the coil to detach was confirmed. It is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant product: excelsior sl10 microcatheter, unknown cable and dcb. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.